Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for wife via phone call for high blood glucose. The customer¿s blood glucose was 430 mg/dl at the time of the incident. Patient's current bg: 434 mg/dl. Customer also stated that the patient has not been receiving insulin all night. Customer treated for high blood glucose with insulin pump. Customer declined troubleshoot for high blood glucose. Customer stated that she has put in 5 different batteries in to the pump. Customer stated that the insulin pump reads battery out limit. The insulin pump will not be returned for analysis.